Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer did not have backup insulin therapy available and stated they would reach out to their healthcare provider (hcp).